Event description:
Voluntary medwatch form received notes that a patient's right ventricular (rv) lead exhibited out-of-range defibrillation impedance. No changes or interventions were reported; the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch MDR report #: mw5169031.